Event description:
It was later reported the patient had dystonia with bilateral rechargeable devices and a history of one of the devices flipping.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v476625, implanted: (B)(6) 2010, product type: lead. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v476625, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was later reported that an ins flip was confirmed, both of the patient's devices had flipped at some point in time since they were implanted in november prior to the date of this report. The right side device which was the device they were concerned about on the date of this report had flipped multiple times. An x-ray was done on the date of this report and the device had flipped back to its normal position. The x-ray had not shown any visible damage to the extension. No adaptors were present. There was a shocking or jolting sensation, the right ins was making the patient feel very uncomfortable, a painful shocking sensation/electrical tingling in the pocket but only when it was flipped the proper way. Impedances were checked and the only one that was of concern was c/1 at 390 ohms. The patient was programmed with that contact pair. Ins replacement was being discussed on the date of this report. Historic impedances were not available. On the date of this report they were going into the pocket to tack down the ins or inss to make sure they do not flip again. The revision was completed and the pocket adaptor was replaced and the pocket was cleaned. Intra-operative impedances were run and had shown 1040 ohms and above across the board. It was believed that the issue was resolved at that time. While the patient was recovering impedances were tested and c/1 was 690 ohms. Impedance had not changed with palpating the device and the patient had felt the shocking more at that time. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that there was a coupling problem. The patient was having issues recharging. The patient had been implanted on (B)(6) 2014 and the patient had already been charging and had been charging fine the first few times with 6-8 coupling bars on the right implantable neurostimulator (ins). The patient had been moving the antenna around. The patient felt different on the right ins compared to the left ins. The left device felt more flat compared to the right. The patient had tried sticky pads and pressing the recharger really hard, only getting 1-2 coupling bars briefly. 4 different rechargers had been tried but had continued to get no coupling bars on the right side. It was noted that the left side was getting all bars with all 4 rechargers. Comparing the two device pockets it had not appeared that anything was different and they were unable to tell if the device was tilted; the incision was well healed. The right pocket appeared looser in comparison to the left. The device had been implanted in the proper direction according to the manufacturing representative. An antenna locate was performed and had ranged from 46-50 and they had continued to see no coupling bars. They were able to interrogate with the clinician programmer and the device was at 50%. The patient was scheduled to meet with the manufacturing representative on (B)(6) 2014. No interventions or outcome were reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v476625, implanted: (B)(6) 2010, product type: lead. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v476625, implanted: (B)(6) 2010, product type: lead. (B)(4).